Event description:
The device was used during an endoscopic cholecystectomy procedure. Reportedly, the product produced shavings into the patient's cavity. The hospital has reported no patient injury occurred.